Event description:
The customer claims that the nurse call cables did not alert the nurse call system. There was no pt injury.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned eight nurse cables shows that (6) cables have an open circuit, (2) passed testing specifications. (B) (4).